Manufacturer narrative:
(B)(4). Batch #: not application. Investigation summary: per service manual operational and diagnostic analysis confirmed the press ok to continue error message. The speaker and earth ground top nut were replaced as identified in the investigation to address the error message. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the gen 11 showed error "press ok to continue." After pressing ok, the same error appeared.